Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that symptomatic patient presented to the clinic after experiencing palpitation. It was found that the ra lead was dislodged to the svc. Patient is a farmer and noted being exhausted working in the field when the palpitation started. During an attempt to reposition the lead, the helix could not be properly extracted. Physician decided to explant and replaced the lead. Patient condition throughout was fine and stable.